Manufacturer narrative:
Continuation of medical devices: product ID 8781, lot# n772807004, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a business partner regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that when the pump side catheter was connected to the pump, the white cover of the connector came off. It could not be verified whether it was normal that operation became impossible when the catheter was connected to the pump. After that, disconnecting the catheter from the pump was tried and succeeded. The procedure was continued with the use of a back-up catheter. The issue was first found by a physician. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.